Manufacturer narrative:
There is additional information. Correction being made for UDI. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. There was no device malfunction as the issue of no image of the device was resolved by using another sdi cable. The customer did return the device. The reason for the no image was because the sdi cable was not functional. It is possible that the internal core wire of the sdi cable was broken due to external force applied to the cable.

Manufacturer narrative:
The issue of no image of the device was resolved by using another cable. The customer will not be returning the device. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device had no image. The device was getting power as the menu was accessible. There is no patient involvement and no reported harm to any patient.